Manufacturer narrative:
The sample was not returned for the investigation. Upon completion of the no sample investigation, a supplemental report will be submitted. (B)(4).

Event description:
Catheter was placed in the right antecubital. Clinician noted the catheter was dull and that the catheter did not malfunction or blow. The patient developed extravasation about 5 minutes after the catheter was inserted.